Event description:
It was reported by service report that the pt right siderail would not remain latched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
How was the issue noticed; was this identified during, prior or after medical procedure/installation/in-coming inspection/service, out of box failure? Customer does not know. If the issue was noticed during procedure, was the procedure completed successfully? Customer does not know. Was there any medical intervention required? If yes, please describe including any unanticipated medical procedures/treatments/therapy administered in relation to the alleged event. Customer does not know. Did the issue result in any delay or prolongation to any medical procedure/treatment/therapy? Customer does not know.